Event description:
A diabetic patient received glucose values of 41 and 77 mg/dl in 2002. The patient became disoriented (did not know what day it was) and laid down in bed while family member called the paramedics. Approximately 20-30 minutes later the paramedics arrived. The patient's glucose level was assessed by the paramedics shortly after their arrival. Patient's glucose level was 24 or 25 mg/dl. The paramedics fed the patient a glucose gel, the patient regained retentiveness and the paramedics concluded the patient was fine.